Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead became dislodged and was repositioned. The lead because dislodged again the next day. The lead was scheduled to be revised again but the helix was retracted and could not be extracted again. A new lead was implanted but experienced placement difficulty. No patient complications have been reported as a result of this event.